Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the down arrow and contrast keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response; the contrast keypad button has no effect on insulin delivery function. All keypad buttons did not spring back or click back normally. There was evidence of contamination found under the key contacts.

Event description:
The reporter stated that the down arrow keypad button is intermittently unresponsive and sticking. She stated that the patient wears the pump in a case on the outside of his clothing, and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.